Event description:
PICC line indwelling in pt for 21 hrs. Pt's arm lifted to facilitate chest x-ray-catheter was found to be broken. Staff claim no syringe was used to flush. Catheter was connected to an infusion pump at time of incident.